Event description:
It was reported that in (B)(6) 2014 after the patient came home from the hospital, she lost her balance trying to put something in the garbage can and fell in her garage. Then at the time of the report, she wanted help with her patient programmer. She stated that ¿it did not always work and she thought she was doing it correctly, but her symptoms came back in ten minutes.¿ she noticed that her tremor was worse when she tried to eat and wanted to increase stimulation to help that. She also mentioned that prior to implant her tremors would worsen when she was around something or someone that would ¿get on her nerves¿ or made her upset, so she wanted to know if turning stimulation up could help that. The patient was assisted with the patient programmer and advised to do daily checks. She started at 2.40 on one side and 1.90 on the other, so increased to 2.40 and 2.0. No further intervention or patient outcome was reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
Product ID 3389s-40, lot# va0mq2q, implanted: 2014 (B)(6); product type lead product ID 3389s-40, lot# va0mq2q, implanted: 2014 (B)(6); product type lead product ID 3708660, serial# (B)(4), implanted: 2014 (B)(6); product type extension product ID 3708660, serial# (B)(4), implanted: 2014 (B)(6); product type extension product ID neu_ptm_prog, serial# unknown; product type programmer, patient. (B)(4).